Event description:
Same case as manufacturer#: 6000089-2004-01333 and 6000089-2004-01335.it was reported that during a coronary stenting treatment procedure, an embolization, dissection, and stent damage occurred. The physician attempted to directly stent the calcified lesion in the right coronary artery (rca) with a taxus express2 2.5 x 16 mm stent. However, could not cross the calcified lesion and the stent became stuck. As the physician pulled hard the taxus stent embolized. The dislodged taxus stent was in the rca, however, as the physician tried to recapture the taxus stent with the same balloon the stent cound not be found. The physician then decided to dilate the lesion with a 2.0 x 12mm maverick balloon. However, during dilation a dissection occurred. The physician then successfully deployed a taxus express2 2.75 x 32 mm stent in the proximal to mid portion of the rca to treat part of the dissection. The physician then decided to stent distally from the deployed taxus stent. However the taxus express2 2.75 x 28mm stent was unable to cross the deployed taxus stent. The guidewire was changed, but the physician was still unable to cross. After several attempts the guidewire crossed. However, the taxus express2 2.75 x 28 mm stent was still unable to cross. Upon removal of the taxus express2 2.75 x 28 mm stent it was noticed that the struts flared up. The physician decided to leave the dissection alone. The patient's status is reported as "stable condition."